Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right atrial (ra) lead dislodged and was identified on the following day check. A chest x-ray confirmed the findings. The ra lead was reprogrammed and turned off. The lead will be revised in the future. The patient was found to be in sinus rhythm above fifty beats per minute. Lead revision is planned. No patient complications have been reported as a result of this event.